Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a clogged filter clogged, perforation of the inferior vena cava (ivc) and is now embedded and cannot be removed. Prior to the filter implant, the patient was admitted for a hemorrhagic stroke (cva) related to an ophthalmic artery aneurysm. Other diagnoses on admission were a urinary tract infection, deep vein thrombosis (dvt) of the left popliteal vein, hemiplegia of left side, neurogenic bladder, hydronephrosis and depression. The indication for the filter implant was dvt. The filter was placed via the right femoral vein and was successfully deployed in an infrarenal position. There were no reports of complications. The patient was discharged to another facility for follow up treatment of the ophthalmic artery aneurysm. Four days post implant, imaging showed a large right parietal lobe mass in the head and the previously diagnosed ophthalmic aneurysm. About eleven years and two months post implant, the patient was seen by foot specialist for issues related to hemiplegia from previous cva. Approximately twelve years and ten months post implant, the patient experienced vaginal discharge with discomfort, and was diagnosed as related to neurogenic bladder from previous cva. About two months after later, the patient was seen for fecal incontinence, diagnosed as related to previous cva. About six months later, the patient had a surgical consult for left toe pronation related to the cva. Approximately fourteen years post implant, the patient underwent an abdominal computerized tomography (CT) scan to evaluate the filter. The results noted an ivc filter positioned below the renal veins. Some of the filter struts penetrated 5mm through the wall of the ivc into the pericaval/mesenteric fat and there is high density material in the chamber of the filter that may represent calcified thrombus. Incidental findings reported included an enlarged liver with a small cyst in the left lobe; an enlarged left kidney with moderate hydronephrosis, multiple cysts and multiple calcifications within dilated renal calyces. Thirty days after the CT scan, the patient was diagnosed with a urinary tract infection (uti). Five months after the CT scan, the patient was referred to interventional radiologist (ir) for assessment of the ivc filter regarding removability. One image of the pelvis and lower abdomen revealed bilateral spine instrumentation (rods/screws) with the filter visible in what may be presumed to be the ivc. About five months later, the patient was seen again by ir regarding filter removal. It was recommended not to remove the filter due to large, calcified thrombus, and lack of lifestyle limiting vascular systems. About seventeen days later, the patient was noted to have rectal bleeding. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Clinical factors that may have influenced the event(s) include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter clogged and perforated the vena cava, and is now embedded and cannot be removed. Prior to the index procedure, the patient was admitted for a hemorrhagic stroke (cva) related to an ophthalmic artery aneurysm. Also diagnoses in this admission was urinary tract infection (uti), deep vein thrombosis (dvt) of the left popliteal vein, hemiplegia of left side, neurogenic bladder, hydronephrosis and depression. Per the operative report, the filter was indicated for dvt. The inferior vena cava filter was inserted via the right femoral vein. Angiography was performed and under fluoroscopic guidance, the filter was successfully deployed in an infrarenal position. There were no reports of complications. The patient was discharged to another facility for follow up regarding treatment of the ophthalmic artery aneurysm. Conservative treatment was selected by patient and physician. Four days after the filter was implanted, imaging showed a large right parietal lobe mass in the head. Also noted was the previously diagnosed ophthalmic aneurysm. About eleven years and two months post implant, the patient was seen by foot specialist for issues related to hemiplegia from previous cva. Approximately twelve years and ten months after the filter was implanted, the patient experienced vaginal discharge with discomfort, and was referred to obgyn, being diagnosed as related to neurogenic bladder from previous stroke. About two months after this consult, the patient was seen for fecal incontinence, and diagnosed as neurologic related to previous stroke; and about six months later, the patient had a surgical consult for left toe pronation related to stroke. Surgery was not recommended, rather the use of a walker and brace as at present. Approximately fourteen years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported an inferior vena cava (ivc) filter at the level of l2 positioned below the renal veins. Some of the filter struts have penetrated 5mm through the wall of the inferior vena cava into the pericaval/mesenteric fat. There is high density material in the chamber of the filter that may represent calcified thrombus which may render the filter non removable. Incidental findings reported included an enlarged liver with a small cyst in the left lobe; an enlarged left kidney with moderate hydronephrosis, multiple cysts and multiple calcifications within dilated renal calyces. Thirty days after the CT scan, the patient was diagnosed with a urinary tract infection (uti). Five months after the CT scan, the patient was referred to interventional radiologist (ir) for assessment of the ivc filter regarding removability. One image of the pelvis and lower abdomen revealed bilateral spine instrumentation (rods/screws) with the filter visible in what may be presumed to be the ivc. About five months later, the patient was seen again by ir regarding filter removal. It was recommended not to remove the filter due to large, calcified thrombus, and lack of lifestyle limiting vascular systems. About seventeen days later, the patient was noted to have rectal bleeding.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter clogged and perforated the vena cava, and is now embedded and cannot be removed. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter clogged and perforated the vena cava, and is now embedded and cannot be removed.